Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead dislodgement as noted. The atrial lead was revised. The patient was in stable condition. Manufacturer report number: 2017865-2018-18710.